Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 6.2, lab: 3.2. Time elapsed between each method of testing is less than one hour. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.